Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 2 of 2 for this event. It was reported that the patient connector on a transfer set would not connect well with the titanium adapter when the transfer set was changed. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was sent to the manufacturer and investigation was performed at their facility. Visual inspection and performance testing were performed with no issues. The device met all specifications. Should additional relevant information become available, a supplemental report will be submitted.